Event description:
Philips healthcare received a report that the customer reported a ring artifact on brain CT images which did result in an initial misinterpretation of a brain hemorrhage. The pt was rescanned on another CT scanner and it was determined that the pt did not exhibit a brain hemorrhage. In this case there was no mistreatment of the pt because the second brain scan confirmed there was not a hemorrhage and verified the artifact.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).